Event description:
Caller alleged imprecision with the inratio meter. Results as follows: (capillary specimen): inratio: 5.2. (Venous specimen): inratio: 6.9. Inratio (re-test): 6.0.

Manufacturer narrative:
Investigation pending.